Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board need to be replaced to address the issue. The device has been evaluated but the components have not been replaced pending customer approval of estimate.